Manufacturer narrative:
According to available information, this lead was surgically abandoned. As there is no returned product, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that post device replacement one year earlier, this right ventricular lead displayed high out of range impedance measurements when reconnected to the replacement device, however the sensing, pacing threshold and shock impedance measurements were within normal limits. No oversensing or noise was noted; a decision was to leave this lead implanted and in service. During a follow up visit, interrogation revealed the shock impedance measurement was high out of range. A decision was made to replace the lead. A revision procedure was performed, this lead was surgically abandoned and replaced. A visual examination revealed no lead damage. Post replacement measurements were within normal limits. No adverse patient effects were reported.